Manufacturer narrative:
Correction: section d4 - the correct serial number should have been (B)(4), rather than (B)(4). Correction: section h4 - the correct manufacturing date should have been 22 jan 2024, rather than 31 jan 2024.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to procedure, it was noted that the implantable cardiac monitor (icm) was unable to be interrogated. The icm was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no telemetry. Analysis performed indicated that the device battery voltage was at end of life (eol). Device was cut open and the battery was sent out for analysis. Further analysis performed noted that the low voltage was due to a tab disconnected from the cathode. Root cause of the tab disconnect was not determined. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.